Event description:
Healthcare professional reported "rupture". This record will represent the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3a, d3, g2, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record will represent the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a2, a4, b3, b5, d1, d4, d6b, h4, h6. Reason for reoperation: deflation.

Event description:
Device has been explanted and replaced.